Manufacturer narrative:
Without a lot or serial number, the PMA/510k and manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low superior vena cava (svc) and right ventricular (rv) lead coil impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.